Event description:
The facility reported an infusion pump that did not deliver (inoperable) the intended sedative medication (diprivan) during an infusion on a female pt. The pump was set to deliver the medication at a rate of 144 ml/hr and at 10:12am, the nurse noted that the pt wasn't being sedated even though the pump did not appear to have a problem. The nurse and the doctor checked the tubing and IV site. The diprivan was not moving through the line and blood was backing up into the "triple lumen site.' The tubing from IV site was removed and it was noted that it would not drip at all. According to the biomedical rep many soft key presses and arrow down presses were noted in the event history. The biomedical rep believed that an incomplete primary program was entered into the pump and that the pump was not programmed correctly. The biomed rep stated that another pump must have been swapped in since there was no noted pt injury or medical intervention required. No add'l info or contact was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the eval or if add'l info becomes available.